Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On an unknown date a type ii endoleak originating from the lumbar arteries along with aneurysm enlargement of an unknown amount was identified. The endoleak was successfully treated on (B)(6) 2017 by surgical opening the aneurysm sac. The thrombus was emptied and the lumbar arteries were sewed. No endoleak was visible afterwards. The patient tolerated the procedure.